Event description:
Customer called to report a transfer guard anomaly on the insulin pump while changing the reservoir. Customer noticed that the needle in the transfer guard was bent. Customer's blood glucose reading was 170 mg/dl. Products are being returned and replaced.

Manufacturer narrative:
Two opened/used reservoirs were evaluated and visually inspected. The transfer guard's needles were inspected and they failed per specification, as needles were bent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.